Event description:
It was reported that the trt10 stapler is not formed and initiated. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # r5744c. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one trt10 reload was received with no apparent damage. The reload had the proximal 12 drivers up without staples and the swing tab in the locked position. However, 14 staples were noted to be missing scattered along the staple line. Due to the condition of the reload no functional test was performed to preserve the evidence. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. It is possible that improper handling of the reload caused the staples to fall out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of automated vision system to ensure staples presence; the swing tab is present and unlocked. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.